Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator's display was blank. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.